Event description:
It was reported the end user developed bleeding from stoma approximately 4 months ago that was determined in emergency room to be a cut stoma at 12 o'clock. Md used silver nitrate stick to cauterize area and stop bleeding and stitched stoma where cut.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per further info reported, the end user reports did not have a scope and did not see a wound ostomy continence nurse (wocn). End user states stoma has enlarged to 70mm and was using 70mm flange. End user states receiving 5 units of packed red blood cells (prbc) during this hosp visit. States since emergency room visit, has had several other small bleeds around stoma and uses stomahesive powder (sh) to these areas, but only trace amounts of bleeding when this occurs. States has had weight loss of 100 lbs in past year. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.